Event description:
Customer reported, he changed the battery and insulin pump would not turn back on. Customer's blood glucose was 275 mg/dl. The device did not show any sings of physical damage. The device was not dropped, bumped, or exposed to moisture. Customer does not use recommended battery type. The battery cap was not missing or damaged. The battery compartment and springs were not damage nor corroded. Customer inserted a new battery and display did not return. Customer was advised to clean battery contact, insert a new battery and display did return. Self test was performed and device passes. Customer was advised to monitor the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.